Event description:
While attempting to intubate a pt, the medic placed the blade into the pt's mouth to visualize the airway and started to apply pressure to lift and expose the airway. The blade broke at the handle connection. No adverse effects were noted. No add'l info, such as pt's history, weight, or airway assessment details were provided.